Event description:
It was reported that on the day after implant, the patient experienced diaphragmatic stimulation with the left ventricular (lv) lead. The lv lead was reprogrammed and turned off. The lv lead remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.